Event description:
It was reported that right ventricular (rv) lead exhibited noise oversensing resulting in pacing inhibition. On (B)(6) 2026, the physician elected to cap the rv lead and abandon the ICD. The ICD was programmed off. The rv lead and ICD were replaced. The patient condition was stable.

Manufacturer narrative:
Further information was requested but not received.